Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter split. The following information was provided by the initial reporter: event date: 9-8-2024. Event description: ¿IV catheter split down the middle. Patient required an additional poke because catheter was defective.¿ harm to team member or patient? No injury to my knowledge.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3298272. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.